Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges the device had a leak. The alleged issue was detected during the leak test.

Manufacturer narrative:
(B)(4). Lot number has been corrected to 201317. A device history record (DHR) review was performed and no issues were documented to indicate an issue in manufacturing. The sample was returned for evaluation. Leak testing was performed and the sample did not pass. It was found that the leak is coming from the parting line of the connector. The leaking issue on the product may be caused by the swivel connector having a high parting line. When the parting line is not even, it will cause leakage if the swivel connector is twisted to the uneven parting line position. This part is received through a supplier; therefore, a scar has been issued to address this issue.

Event description:
The customer alleges the device had a leak. The alleged issue was detected during the leak test.

Manufacturer narrative:
Qn#(B)(4). Corrected to scar 052/15.

Event description:
The customer alleges the device had a leak. The alleged issue was detected during the leak test.